Manufacturer narrative:
During the product evaluation, it was determined that the suspect medical device was changed again from the architect i1000sr instrument, list number 01l86-40, and manufacturing site of abbott laboratories, irving texas back to the original cause which is the architect stat troponin-I, list number 02k41-27, and manufacturing site in section d of this report abbott laboratories, abbott park. All further information will be provided under this MDR number 1415939-2022-00094-02.

Manufacturer narrative:
This issue was previously reported under MDR number (B)(4) under a different suspect device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect troponin results for one patient. The repeat results were negative. The patient was administered heparin shots after the elevated results. The following data was provided (normal ref range: <0.038 ng/ml): sid (B)(6) initial 0.163 ng/ml, repeated <0.010 and <0.010 ng/ml. There is no information available as to impact of heparin shot on patient health.